Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip were performed; a cut in the lead insulation was noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds which resulted in loss of capture. In addition, pace impedances had increased from 500 ohms to 1200 ohms. This ra lead was explanted and returned for analysis. During the revision, the lead was tested via pacing system analyzer which confirmed to observations. No additional adverse patient effects were reported.